Event description:
Customer reported that an unexpected positive reaction was obtained with anti-a (murine monoclonal) series 1, lot 101821, when testing by manual tube method.

Manufacturer narrative:
No product or sample was provided for further investigation. The expected negative results were obtained when the customer tested the same lot (different vial) of anti-a on the echo instrument. The unexpected positive results were only obtained during manual tube testing with the vial of anti-a that was less than half full and originally opened on (B)(6) 2012. Unable to rule out compromised vial of anti-a lot 101821.